Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. The endowrist 30 curved-tip stapler instrument was received. During testing, the instrument fired successfully, and the resultant staple line was observed to be in good condition. All staples were deployed and correctly formed into the proper b-shape. The stapler sheath accessory was received with no damage observed. A endowrist 30 white reload was found to have the knife exposed within the knife track. The blade was found to have mechanical indentations. No cartridge damage was found. Two other white reloads were returned along with the instrument. One was used and fired with no product issue identified, and another which was unused and unfired with no product issue identified.

Manufacturer narrative:
An intuitive field service engineer (fse) contacted the customer who reported that they continued to use the curved-tip stapler 30 instrument after the reported partial fire occurred. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. The staplers logs for this procedure showed that the curved-tip stapler 30 instrument was installed on the system 2 times and fired 2 white reloads. On install 2, the first clamp was successful, but was followed by a firing failure with a representative error. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, a curved-tip stapler 30 instrument was used to fire a reload (color unspecified) and experienced a partial fire. A message was received stating to remove the stapler and that the reload blade may be exposed. The customer was unable to remove the stapler instrument from the anatomy. Another stapler instrument was installed to staple below the curved-tip stapler 30 instrument and remove it along with the partial fire staple line. The customer reported that this resulted in taking additional length of the pulmonary vein. The procedure was completed robotically.